Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) that started earlier today ((B)(6) 2018) and was scheduled to last 2 weeks (manufacturer¿s representative was present at the trial). The patient's indications for use were urgency frequency and urge incontinence. It was reported the trial patient felt some stimulation in the bicycle seat area but felt a sudden pressure in the rectum area when they stood or walked. This was noted that the pressure sensation was separate from the stimulation sensation. It was suggested to the patient if the pressure feeling did not subside or increased, to decrease the setting. The patient was directed to follow up with their healthcare professional (hcp) this afternoon or tomorrow morning. Additional information was received. The patient reported their lead wire had dislodged and they had a doctor appointment the afternoon of the report to get it fixed. Contributing factors and actions/interventions taken to resolve the reported issue were unknown. It was reported that the issue was unresolved at the time of the report. Additional information was received. It was reported t he patient had shut their device off from saturday night until the day of the report on (B)(6). Patient alleged the device was not working from that time period. Patient stated they device was on at the time and they thought it was working. There were no further complications reported or anticipated.